Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported polyethylene wear or device loosening; however, polyethylene wear after 15-years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product codes are discontinued items. Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.

Event description:
The patient was revised because of osteolysis, wear and loosening.